Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead position check failed. The right ventricular (rv) lead exhibited a unipolar impedance warning. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.